Event description:
It was reported that after the pump was implanted for 2+ years, the patient experienced an increase in pain despite daily dose increase. The pump contained "hydromorphine". The pump reservoir residual volume was more than expected; at several refills the hcp aspirated 8-10 ml more than the expected. Per the reporter. "The pump hasn't been functioning as it should". The patient underwent a pump replacement; no further patient complication reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.